Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed the right atrial lead was oversensing far-field r waves during an atrial tachyca rdia/atrial fibrillation (at/af) episode. It was noted the oversensed events were being blanked appropriately. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.